Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomaly was noted during our testing. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had run high and she did not receive a no delivery alarm. The blood glucose reading was 600 mg/dl. The customer experienced symptoms of nausea, numbness, and thirst. She treated with manual injection. The drive support cap appeared normal and recessed. The basal rates and bolus wizard were programmed accurately. The date was incorrect and the customer was assisted in correcting it. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.